Event description:
Hosp advised that pump alarmed and displayed "communication error" as intended. The system continued to infuse at the programmed rates as continued to infuse at the programmed rates as designed. There was no pt consequence.